Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17755136m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Initial reporter phone: (B)(6). Manufacturer¿s ref #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident requiring an unspecified intervention. At an unspecified point, the patient suffered cerebrovascular accident. An unspecified intervention was required. Extended hospitalization was required as a result of the adverse event for rehabilitation purposes. Patient¿s outcome is improved; however, patient had unspecified residual effects from the stroke. Physician is not sure about the causality of the adverse event.